Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the text on the display was found to be dim; the letters had a red hue. Unrelated to the complaint, the keypad button cover was observed to be peeling off and torn at the down arrow button. All keypad buttons were found to be intermittently responsive. The keypad cover was removed; contamination was found under all button contacts. The battery cap was not returned; therefore, a test battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.